Event description:
The caller alleged discrepant results when repeated the test with inratio meter. The test results are as follows: 2.2, 1.6.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 2.2, 1.6. Average 1.9, stdev 0.42, %cv 22.33. As per internal procedure rev.2 if the %cv is greater than 20% the criterion is not met. The product will be investigated. Also as per internal procedure rev.2 section 8.3 if the time elapsed.